Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.9 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there were undesirable characteristics, thrombosis, angulation, 25 mm in diameter at the renal artery and 36 mm in diameter 18 mm below the renal artery in the aortic neck. It was reported that there was a proximal type I endoleak present. The aortic neck was modelled with a balloon lightly but the type I endoleak was not resolved. The physician elected to monitor the patient. No clinical sequelae were reported and the patient is fine.